Event description:
It was reported that during surgery that was performed due to non-fusion, the tip of the skyline spring clip driver broke off from the instrument during removal of the first screw in the construct. The broken tip was retrieved but discarded by the scrub tech. Per the sales rep, the physician feels that because of bone in the screw hole, the driver was not seated. All the screws and plate in the construct were removed successfully. There were no adverse consequences to the patient and no delay to the procedure.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
One (1) skyline spring clip driver [product code: 2868-30-300, lot no: g0610] was returned to the complaints handling unit (chu) for evaluation. Visual examination revealed that the fracture was located at the driver¿s distal tip within the working end of the driver¿s shaft. Optical images were taken on the fractured surface. The fractured surface reveals plastic deformation of the spring tip and torsional shear markings following a circular pattern. This suggests the driver underwent a quasi-static torsional shear failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record (DHR) for the skyline spring clip driver was conducted. The lot was released to stock on 8/30/10 with no discrepancies. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A 12-month review of the complaint trend analysis for the skyline spring clip driver was conducted. The trend analysis did not result in the identification requiring further action. The root cause of the skyline driver tip breaking cannot positively be determined. However, the optical images in the fracture analysis report reveal plastic deformation of the spring tip and torsional shear markings following a circular pattern. This suggests the driver underwent a quasi-static torsional shear failure. As there have been no issues identified in that manufacturing or release of the skyline driver that could have contributed to the problem reported by the customer and no systemic trends have been observed as well as no material defects or other abnormalities identified in the fracture analysis report, this complaint file will be closed with no further action required. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.